Event description:
The time of event is unknown. There was no report of patient harm. Light emitting diode(led) failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the light emitting diode (led) blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the led. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the cmos-m with drive pcb fluid damage, the led fluid damage, the lg cable connector fluid damage, the objective lens unit fluid damage, the cmos-m with drive pcb cloudy (not clear view), the objective lens unit cracked, the control body corroded, the lg cable connector corroded, the bending rubber cut, the distal body worn out, the r/l lock knob hard to move, the u/d lock lever hard to move, the suction channel kink, the cmos-m with drive pcb distorted image, the cmos-m with drive pcb signs of fluid droplets on and the video image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.